Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Device had cracked battery tube threads, broken reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was unknown. The customer stated that there was crack at battery and reservoir compartment. The customer stated that the reservoir lip ring was not damaged. The insulin pump will be returned for analysis.